Manufacturer narrative:
Serial numbers: (B)(4). Material and/or chemical problem identified - inappropriate material. For 4 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. 1 event was resolved by replaced the suction on/off switch, 1 event resolved by repositioning the float in the trap, 1 event resolved by rerouting the internal suction tubing. 1 unit had an occlusion in the suction assembly which was removed, and the unit returned to service. For 1 of the reported events, the unit was not returned to ge healthcare for service and no resolution information available.

Event description:
This report summarizes <noe> 5 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced suction failure. 2 events were reported for malfunction causing loss of suction, 1 event reported for malfunction preventing suction, 1 unit reported for inability to suction, and 1 event reported for suction failure during induction of the patient. These reports were received from various sources. Of the 5 events, 4 did not involve patients, and 1 did involve a patient. There was no patient information available.